Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was able to duplicate "throws a disc/sense alarm". The service technician powered on lap top ventilator 1200 with a good know test patient circuit, ventilator delivered a high pitched noise and immediately received "disc/sense" alarm. The alarm was visual as well as audible. Bench testing revealed a seized turbine. The service technician removed outer impeller housing of turbine, with impeller housing removed manually tried spinning turbine with allen wrench, and turbine would not spin. Further disassembly of turbine's lower housing revealed traces of aluminum nodules. The service technician replaced turbine assembly and the ventilator passed all bench testing.

Event description:
The customer reported lap top ventilator 1200 stopped delivering breaths while connected to a patient. The ventilator displayed disc/sense alarm and failed. The patient was removed from the ventilator and provided positive airway pressure ventilation via bag valve mask for 45 minutes (remainder of transportation). Upon further investigation, the customer stated the ventilator clicks but does not move air. There was no allegation of patient injury or harm. The patient did not desaturate during transport and was properly monitored.